Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been showing high pressure, and the medicine from the cassette had been passing poorly through the tube, resulting in a lower amount of medicine being administered that day, on monday, (B)(6) 2026, the device had again shown high pressure, and the medicine would not pass through the tube at all, the daughter had attempted to flush the tube, but without success, as the contents had kept coming back. The nurses had managed to flush both tubes and connect the medicine, after which the device had begun displaying an error, upon leaving the hospital, the device had again shown high pressure, and the patient had received too high a dose of the medicine that day, which had been manifested by agitation, on 29-apr-2026, the patient had been in very poor condition, the device had again reported an error, the daughter had flushed the tube, had replaced the batteries in the device, and had managed to administer the medicine, however, she had noted that the bolus had been administered over 15 minutes, which had been very long and slow, it had usually been administered over 5 minutes. The patient had used a morning dose of 9.0 ml, a continuous dose of 3.2 ml, and an extra dose of 2.0 ml. Drug was in gel form with strength 20 mg per ml 5 mg per ml. (B)(4) to document the duodopa pump involved in the complaint. No adverse event.